Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the incoming inspection, the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with the event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and also it was reported as follows. On this matter, a complementary test was carried out to evaluate the camera ccd sensor and the cable: both were identified as defective and it remained impossible to restore the video image. Moreover, the two screws holding the plug ju to the plug main body were missing, resulting in a bad seal of the device. Furthermore, neither humidity nor corrosion was found. It was determined the cause of the camera ccd sensor failure as well as the cable defectiveness. This would probably appear to result from a case of wear and tear or maybe wrong handling. Regarding the absence of visible screws ensuring waterproofing the plug ju to the plug main might be the consequence of the customer negligence or deliberate action. The last repair date was from (B)(6) 2017.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it is presumed that the image was not displayed because unexpected stress was applied to the head part by user¿s handling and the ccd unit broke down. The above device handling has warned in the instruction manual as follows. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.